Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, exhibited high out-of-range ra pace impedance measurements greater than 3,000 ohms and gradually increasing rv pace impedance measurements in the high 1800s ohms range. Technical services (ts) discussed possible ra lead fracture and possible rv lead calcification. Device output was programmed to 6v at 1.5ms, and it was noted that this would cause the device battery to deplete quickly as less than six months were remaining on this battery. Ts discussed ra and rv revision were likely to occur during the generator changeout procedure. This crt-p system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, exhibited high out-of-range ra pace impedance measurements greater than 3,000 ohms and gradually increasing rv pace impedance measurements in the high 1800s ohms range. Technical services (ts) discussed possible ra lead fracture and possible rv lead calcification. Device output was programmed to 6v at 1.5ms, and it was noted that this would cause the device battery to deplete quickly as less than six months were remaining on this battery. Ts discussed ra and rv revision were likely to occur during the generator changeout procedure. This crt-p system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, exhibited high out-of-range ra pace impedance measurements greater than 3,000 ohms and gradually increasing rv pace impedance measurements in the high 1800s ohms range. Technical services (ts) discussed possible ra lead fracture and possible rv lead calcification. Device output was programmed to 6v at 1.5ms, and it was noted that this would cause the device battery to deplete quickly as less than six months were remaining on this battery. Ts discussed ra and rv revision were likely to occur during the generator changeout procedure. This crt-p system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to normal battery depletion (nbd), and the right ventricular (rv) lead was explanted and replaced as well. It was noted that the right atrial (ra) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, exhibited high out-of-range ra pace impedance measurements greater than 3,000 ohms and gradually increasing rv pace impedance measurements in the high 1800s ohms range. Technical services (ts) discussed possible ra lead fracture and possible rv lead calcification. Device output was programmed to 6v at 1.5ms, and it was noted that this would cause the device battery to deplete quickly as less than six months were remaining on this battery. Ts discussed ra and rv revision were likely to occur during the generator changeout procedure. This crt-p system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to normal battery depletion (nbd), and the right ventricular (rv) lead was explanted and replaced as well. It was noted that the right atrial (ra) lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, exhibited high out-of-range ra pace impedance measurements greater than 3,000 ohms and gradually increasing rv pace impedance measurements in the high 1800s ohms range. Technical services (ts) discussed possible ra lead fracture and possible rv lead calcification. Device output was programmed to 6v at 1.5ms, and it was noted that this would cause the device battery to deplete quickly as less than six months were remaining on this battery. Ts discussed ra and rv revision were likely to occur during the generator changeout procedure. This crt-p system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to normal battery depletion (nbd), and the right ventricular (rv) lead was explanted and replaced as well. It was noted that the right atrial (ra) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to h11: updated investigation analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Device telemetry data also confirmed it was operating in safety mode, had undergone resets, and critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.